Event description:
A day after purchasing chair, while pt was sitting in chair the leg rest snapped in two after the locking piece gave way. The supplier nor MFR have repaired the chair. A few months ago pt fell because the leg rests are chained up making it difficult to get into the chair. In addition the welds of the foot shaft broke and caused another fall. Paramedics were called to assist pt. X-rays were taken but no broken bones noted however pt was bruised. MFR doesn't believe device caused a problem. A loaner chair was provided but it too had a problem: loose anti-tip wheels and bent saddle forks that hold the wheels. Also had a flat tire. These tires are plastic and have been recalled. The supplier brought a hazardous loaner chair to pt and promised to repair the chair within 3 days but did not complete the repair after consulting with MFR. Pt was sent a general release to sign that states pt was not to sue either the supplier or MFR in order to have approval for repair of the wheelchair. According to pt, the metals used to build the wheelchair are not strong enough, the electronics are faulty and pt is aware that other users are complaining. There also are complaints concerning svc not being provided or provided poorly by the suppliers of the wheelchairs. When a chair breaks down, pt feels that MFR should be providing new wheelchairs in a timely manner especially since the wheelchairs have been paid for. In addition the wheelchairs are people's only way to remain mobile.

Event description:
Add'l info rec'd from MFR 6/20/02: in regards to trend analysis for pivot bearings and leg rest failures pride shows no trends that would prompt a remedial action. The visual examination of this pt's chair showed significant amounts of mud and water damage that could effect the units maintenance intervals and the need for wear items to be maintained or replaced. The pt's chair had no leg rests, so pride is unable to address the pt's claim that they were broken or determine the cause of their complaint relating to the leg rests. Pride has made many attempts in the last 13 mos to satisfy this pt with svc calls to their home and most recently replacing the chair with another model. Pride has been contacted by many other agencies in reference to this pt, as it is very difficult to appease this pt.

Event description:
Add'l info rec'd from rptr 12/10/01: the pivot bearings on one side fell out which makes steering difficult. There has been no repair. A month later, there was a malfunction and now the chair will not move the dealer replaced a control module but chair still doesn't work. The problems with chair are continuing and rptr is not able to live this way. MFR was going to send a part but never did. Rptr cannot understand why they say they will repair the chair but have no intentions in doing it. Rptr wants FDA to be more responsive to pts when reports are given. Also insists that MFR's take care of problems with their devices and dealers who supply them. When dealer came out to repair the device they did not have the correct programmer for the repair. Dealers came out to repair the devices and end up having to call MFR for advice. They are not equipped to maintain or repair the wheelchairs but claim to have the expertise needed to do so. Rptr is unable to care for self without a working wheelchair and has had to hire help.